Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during procedure. All pieces were retrieved.

Manufacturer narrative:
Alleged failure: 2 contact points have come loose from the probe. These could be suctioned off. The surgery was successfully completed. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive force used when inserting or removing the probe, a probe inserted into an obstructed passageway, or any forceful impact to the tip of the probe with rigid objects. The probe is used as a tool for the mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during procedure. All pieces were retrieved.